Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device failed accuracy by -10.45 percent. There was no patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release and no problems or issues were identified. Device analysis a sample was received to perform an investigation. Review of the event history log found no evidence related to the reported problem. Three separate delivery accuracy tests were performed and the pump was found to be within manufacturing specifications. No root cause could be determined as the complaint could not be confirmed.

Event description:
This event occurred during testing of the pump. No patient was involved.